Event description:
During a rotator cuff repair with sub acromial decompression it was reported that the surgeon experienced an extensive amount of metal shedding from the 4.5 bonecutter blade. The surgeon reportedly tried two blades from lot# 50773728 and one blade from lot# 50751683 (refer to (B)(4)), all had the same shedding issues during the same procedure. It was reported that there were no anatomy or procedure exceptions. There was no seizing noted, and they used another blade of unknown type from a different lot to complete the procedure. The surgeon was able to flush out most of the debris, but he could not be certain that all of the debris was able to be removed. The patient was reported to be fine post procedure, and upon follow-up it was confirmed that the patient was fine.

Manufacturer narrative:
The actual device that exhibited shedding was not returned for evaluation, therefore the complaint could not be confirmed. However (B)(4) unused blades were returned for evaluation of the reported complaint mode, ¿shedding/flaking¿. The returned devices were subject to shed testing and compared to the allowable design shed rate with a test rating of (B)(4) against a maximum allowable rating of (B)(4). The eight devices were consistent with known shed rates for this product. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is required at this time. (B)(4).